Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, adn displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support assisted the customer via the telephone. Just prior to dialing into the system, the customer reported that they had swapped in another network cable to connect acuity to the wall and the system started working normally. According to the customer ,there were two bad network cables. These cables will not be returned to welch allyn and will be locally scrapped. With no product being returned, no further failure investigation will be performed.

Event description:
The customer stated that his acuity central pt monitoring system is getting a check network error and he cannot see any of his pts. This resulted in a temporary loss of centralized pt monitoring.